Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 14 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion at the anastamosis of the mid-lad coronary artery and the saphenous vein graft. The quantum maverick monorail balloon catheter to successfully complete stent placement procedure. Patient status is reported as "good".